Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mid right coronary artery. Pre-dilatation was performed with a 2.5 x 15 mm trek balloon at 18 atmospheres, two times. The 4.0 x 23 mm xience xpedition stent delivery system was advanced; however, did not cross the lesion and during retraction of the device, a stent strut caught on the guiding catheter edge and flared. The procedure was completed with another 4.0x23 mm xience xpedition. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Guiding catheter resistance and stent damage were confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.